Event description:
Event 1: after chemo completion, tego cap in use on patient pal line (blue lumen) was noted to be cracked. No leakage noted. Service notified. Cap changed and cultures drawn. Event 2: the end of the tego cap partially broke off when connecting chemotherapy and the far end was embedded into the spiros cap (all of this was unattached to patient). The patient was not harmed and his cap was changed, but the chemo had to be sent back to pharmacy to have the tubing replaced and thus a delay in care occurred.